Event description:
The customer contact reported a disconnection. The pt was undergoing a persantine cardiolite stress test. As the nuclear medicine tech injected the persatine and the cardiolite, the tubing set "popped off" from the clave. The procedure was stopped. The clave was replaced and the tubing set was reconnected. The procedure was completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additinal info was provided.